Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual dimensional and functional inspection was performed on the returned device. The reported failure to deploy and difficult to remove was not confirmed as the stent had been fully deployed from the unit. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no indication of a lot specific product issue. The investigation was unable to determine a cause for the reported difficulty. It may be possible that the distal shaft was entrapped or restricted in the anatomy such that the ratchet was unable to properly engage the stent to fully deploy resulting in difficulty when retracting back into the introducer sheath; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 85% stenosed, de novo, mildly calcified lesion in the mildly tortuous distal left superficial femoral artery. The vessel diameter was about 5.2 mm and atherectomy was not used. The vessel was prepared with a non-abbott balloon. After the supera self expanding stent system (sess) reached the lesion, the supera sess was deployed completely. The deployment lock was unlocked, the thumb slide was advanced to the most distal position of the handle, and the thumb slide was retracted to the starting position. Finally, the system was rotated and deployment lock placed into locked position. When the sheath was attempted to be removed, the supera implant was retracted with the sheath; however, the stent was not deployed inside the introducer sheath. It seemed like the stent was not deployed completely. The supera sess was stuck inside of the non-abbott 7fr sheath. The supera and the sheath were removed safely out of the anatomy. An absolute pro 6x120 mm was used to treat the lesion and successfully complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.